Manufacturer narrative:
The manufacturer did not receive the devices for investigation. Surgical notes, pathology report and x-rays were received. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durasul, alpha insert, ll/36 on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2016 due to pain. During the inlay change an awkward coloured inlay was noticed

Manufacturer narrative:
Additional information was received on october 24, 2016. Zimmer (B)(4) received the device for investigation; as soon as the investigation results are made available, an updated report will be submitted. (B)(4).

Event description:
It was now reported that the patient was revised due to pain and cyst formation.

Manufacturer narrative:
It was also asked for a written patient consent for destructive testing, however, it was not received. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of available information. Product experience report (per): the event description section states that the patient had pain after a ¿wrong movement.¿ during the revision surgery an odd colored insert was found. It is indicated that after revision surgery the insert was cleaned and disinfected using the cleaning/disinfection automat. The activity level of the patient is rated as high. Surgical notes. Surgical report of implantation, dated (B)(6) 2009. The report was received in (B)(4), translated to english and the main points are summarized below. As diagnosis coxarthrosis of the right hip is stated. A minimal invasive approach was used to implant a cementless total hip prosthesis. The implanted devices are indicated as follows: allofit cup size 56, spotorno stem size 10, 125 ° and a durasul head size 36 l. The procedure section states that the patient is placed on the lateral position, an incision is made and the joint capsule is resected. The femoral neck is resected in two steps. The acetabulum is reamed to size 56. Two cysts at the bottom of the acetabulum are opened, drilled out and filled with cancellous bone. The appropriate allofit cup is impacted and shows an excellent press fit. The polar screw is screwed in. The durasul insert for a head diameter of 36 mm is inserted. The femoral stem is prepared with reamers up to size 10. The joint is reduced using the reamer and a trial head. The x-ray check shows a correct leg length when using a head size l. The reamer is replaced by a cementless sportono stem, size 10, 125° after a gentamycin sponge is introduced into the femur. The trial head is replaced with a durasul head, size 36l. The joint is irrigated extensively, a redon drainage is inserted and the wound is closed. Surgical report of revision, dated (B)(6) 2016. The report was received in (B)(4), translated to english and the main points are summarized below. As diagnosis the report indicates a ganglion in the right hip joint after a total hip replacement performed in 2009. The surgery consisted of extirpation of the ganglion through two access points and change of the insert and head. The procedure section states that the joint is accessed and a total synovectomy is performed in the sense that the entire pseudocapsule is removed. When the joint is opened mucous tissue was found that does not show evidence of purulence. This tissue is largely removed and the hip joint is exposed. The ganglion is prepared until the anterior region of the femur as far as the hip approach allows. The cyst wall is resected which is very time consuming due to its expansion and the haemostasis. Another separate incision is made in the anterior femur. The cyst tissue is removed from this side as well. Due to its close bonding with the surrounding tissue the preparation is difficult to make and the identification of metal structures in the tissue is not possible. The entire cyst is removed and the tunnel between the hip joint and the anterior region of the femur is cleared up. Haemostasis is performed and then the hip joint is further prepared until the hip can be dislocated. The head and insert are removed. The latter is brownish discolored but does not show clear signs of wear. The joint is irrigated with octenisept. An ll insert size 58 is implanted and a stainless steel head size l is impacted. The hip is reduced and the tunnel between the joint and the anterior femur is closed. Drainage tubes are inserted and the wound is closed. Supplementary histology report, incoming date (B)(4) 2016, outgoing date (B)(4) 2016. As the original histological report is not at hand the connection between both reports is unknown. The report was received in (B)(4), translated to english and the main points are summarized below. Under special consideration of a telephone consultation, information about the clinic and anamnesis of the patient a re-evaluation of the results dated (B)(6) 2016 was carried out. One can see, similar to the first cut preparations, still a partially fibrinous-granulocytic, partially villo-fibrous hyperplastic, lymphohistiocytic chronic synovitis, which obviously was formed in the area of a ganglion-like articular recess, still with relatively low prosthetic wear and accompanying bleeding forming the background. Applying the criteria defined by (B)(4) the histomorphological findings from the recess area must be assigned to the mixed type iii of this classification. A low-grade infection must be assumed, although with the gram-staining technique no gram-positive microorganisms were detected (gram-negative bacterial infection can, however, not be excluded). X-rays. Two x-rays of the pelvis were received in a pdf file. The file indicates that one x-ray was taken postoperatively ((B)(6) 2009) and one before revision ((B)(6) 2016). The brightness and contrast are different on the two x-rays. The postoperative x-ray shows a hip prosthesis implanted on the right hip). On the x-ray taken before revision prostheses on both sides can be seen. Regarding the right hip prosthesis, when compared with the previous study date, there are no obvious changes visible. Visual examination. Damage consisting of scratches and cuts are visible on the durasul insert, most probably made during revision surgery. On almost the entire surface of the durasul insert a brownish discoloration of the polyethylene can be observed. This discoloration is more pronounced on the anchoring side on the proximal half of the rim. The distal half of the rim exhibits the original white color of the material over the entire circumference. The polar pin shows as well the original white color. Close to the polar pin there is a rather yellowish appearing area. The polar pin is slightly damaged, probably due to the revision surgery. On the anchoring side of the insert the two indentations of the shell¿s spikes are noticeable. A low power microscope investigation revealed slight backside changes in some areas and the machining marks are still visible. With the exception of one area, the rim on the articulation side of the insert has the original white color of the material. On one side of the articulation surface there is a discoloration-free area close to the rim. Numerous fine and few coarse scratches can be observed by naked eye on the articulation surface. The latter were probably made during the revision surgery. Further investigation of the articulation surface under the microscope (leica (B)(4)), at 100- times magnification in bright field (bf), reveals a loaded area with numerous scratches where the machining marks are obliterated or only partially visible. In the unloaded area the machining marks are still recognizable. Determination of the chemical structure of the polyethylene attenuated total reflection fourier transform infrared spectroscopy (atr-ftir) analysis produces spectra that reveal the chemical structure of the examined polymer. A written patient consent for destructive testing of the insert was not received. As sample taking from the insert would have resulted in its destruction the atr-ftir measurements were carried out on the insert. The insert was placed with the brownish discolored rim as well as with the white polar pin on the atr unit (atr crystal, diamond) and the spectra were recorded using an ftir (agilent, eq-ID 161045) with a scan range of 4000 - 600 cm-1 and a scan resolution of 4 cm-1. A difference between the measurements taken on the brownish discolored rim and the white polar pin could not be found. Due to the large dimension of the sample, the uneven topography of the surface and the method itself, the measurements taken are very limited. Conclusion: during a removal of a ganglion at a right hip joint the polyethylene insert of the artificial hip joint implanted more than 7 years ago was found to be discolored. But clear signs of wear could not be observed on the insert. The head and insert were changed. For investigation only the revised durasul alpha insert was received. The latter shows a brownish discoloration, a rather yellowish appearing area as well as areas with the original white color. Otherwise the insert is inconspicuous. Among others a supplementary histology report is at hand. However, the original histological report is not at hand and therefore the connection between both is unknown. The histological cuts exhibit a relatively low prosthetic wear and accompanying bleeding forming the background. Summarizing the findings a low grade infection is assumed. Previous studies showed that a discoloration of the polyethylene can probably be attributed to absorption of components of synovial liquid, such as cholesterol, fatty acid esters [1]. In the case at hand an area with yellow as well as brownish discolored areas were seen. It was tried to determine the absorbed substances by performing atr-ftir measurements on the insert. A difference between the measurements taken on the brownish discolored rim and the white polar pin could not be found. Due to the large dimension of the sample, the uneven topography of the surface and the method itself the measurements taken are very limited. To possibly identify the discoloration of the insert further destructive investigations would be necessary. For this a written patient consent would be mandatory. Therefore, it can only be assumed that the discoloration of the insert at hand probably derived from absorption of substances from the surrounding organic environment e. G. Synovial liquid, mucous tissue and/or the ganglion (e. G. Bleeding) formed at the hip joint. It is unknown if the assumed low grade infection had an influence on the discoloration or if there were other factors which could have contributed to it. (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).